Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to be in forward lock position and with the anchor and collagen deployed from the distal tip of the carrier tube. The bypass tube was dislodged from the distal tip of the carrier tube and was caught on the deployed anchor. No other damage or issues were identified. The temperature dot was found to be black. The sample was returned for evaluation, and it was noted that the internal components were deployed from the distal tip of the carrier tube and the bypass tube dislodged. The complaint could be confirmed for assembly difficulty of the sheath and carrier tube. The exact root cause was unable to be determined. The likely cause was determined to have been the bypass tube not being firmly supported during attempted mating of the sheath and carrier tube leading to premature deployment of the internal components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: vascular surgeon the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during placement of the angio-seal, the device partially deployed in the vessel and cause plug then he was able to remove it all. The angio-seal body had a big crack. There was no patient injury. The event occurred during use on patient/during placement. Close for femoral artery. Additional information was received on 15may2025: the procedure performed was an iliac artery stenting. A 7 french procedure sheath was used. There were not any difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved with manual pressure. There was no blood loss reported. The patient was stable. No equipment or other devices were used with the angio-seal.